Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
It was reported that the patient was experiencing ineffective therapy. As a result, surgical intervention occurred on (B)(6) 2021 wherein a new lead was implanted to improve therapy and resolve the issue.